Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. Inflation was performed at 8 atmospheres and 12 atmospheres for 30 seconds respectively. However, during the second inflation, the balloon ruptured. Furthermore, it was noted that the contrast media was leaking slowly. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.